Event description:
Event description guidant/crm received information that due to inappropriate shocks, loss of capture and muscle stimulation, the physisicn elected to go in and capp the rate sensing portion of this endotak endurance lead. No abrasion or visible defects were noted in the insulation between the terminal pin and the cephalic vein. R-wave was 2 mv and impedance was good (750 ohms). The rate sensing portion was electively capped, and a new rate sensing lead added to the patient's system. The high voltage portion remains actively implanted.